Manufacturer narrative:
Nihon kohden orangemed llc will submit a supplemental report if additional information becomes available.

Event description:
It was reported that the nkv-330 ventilator touchscreen went blank, came back on with some numbers missing, and showed a technical fault 00007 alarm message. There was no patient injury. The ventilator continued to ventilate the patient, and the patient was placed on another ventilator.

Manufacturer narrative:
Evaluation completed. See attached failure investigation summary report.